Event description:
It was reported that a revision surgery was scheduled for a patella and an insert exchange, however during procedure the femoral implant came off by hand. Procedure was concluded by removing all components and inserting a cement spacer as part of a 2 stage revision.

Manufacturer narrative:
It was reported that a revision surgery was scheduled for a patella and an insert exchange, however during procedure the femoral implant came off by hand. Procedure was concluded by removing all components and inserting a cement spacer as part of a 2 stage-revision. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore, no further clinical/medical; assessment is warranted at this time. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time or patient medical history. Without the patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.